Event description:
On october 7, 2024, neotract has been made aware that ¿a patient required multiple procedures and several ER visits. The procedure was standard, with four implants placed in the correct locations. The patient later presented to the ER with urinary retention and subsequently returned with a hematoma. The patient was treated with a pae (prostatic artery embolization) and had to undergo surgery due to continued bleeding." Additional information received on october 22, 2024, indicated that a neotract representative was informed of the event on (B)(6) 2024. The urolift procedure was performed in july, exact date was not provided. Two days post-procedure, the patient developed a pelvic hematoma. On the first night following the procedure, the patient returned to the emergency room due to urinary retention and was catheterized. The next night, the patient was readmitted with a severe pelvic hematoma. Treatment included prostatic artery embolization (pae), an open laparotomy, and a blood transfusion. The patient¿s current condition is stable.

Manufacturer narrative:
Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Neotract, inc. Will continue to monitor and trend for reports of this nature.